Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced discomfort and recurrence of problem. The plaintiff also experienced erosion and extrusion.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, suffering, disability, impairment, loss of enjoyment of life, inability to engage in activities and economic damages. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR report# 2183959-2014-052592.

Manufacturer narrative:
This was initially submitted on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer-filed report.